Event description:
It was reported that balloon rupture occurred. A 2.25mm x 15mm emerge balloon catheter was advanced for dilation. However, the balloon ruptured. A different device was used to complete the procedure. There were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter city: (B)(6).